Event description:
The account alleges that during a peripheral vascular angiography with possiable intervention [pta], the catheter tip detached within the patient. The physician had acquired arterial access with a guidewire and the 5f catheter. During over-the-wire catheter manipulations under fluoroscopy, the catheter tip detached. The procedure was delayed due to the poor health status of the patient leaving the iatrogenic foreign body in-vivo. The patient is currently stable. Health status is improving. No additional consequences to report.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints were identified for this lot number.